Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) slight cold sweat [cold sweat] pressed harder to inject the 36 selected units and the entire cartridge was emptied in one go - 300 units of levemir [incorrect dose administered by device] novopen was blocked [device occlusion] case description: this serious spontaneous case from belgium was reported by a nurse as "slight cold sweat(cold sweat)" beginning on (B)(6) 2023, "pressed harder to inject the 36 selected units and the entire cartridge was emptied in one go - 300 units of levemir(incorrect dose administered by device)" beginning on 04-nov-2023, "novopen was blocked(device blockage)" beginning on 04-nov-2023, and concerned a 77 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", levemir penfill (insulin detemir) (dose, frequency & route used-300 iu, qd (instead of 36 u)) from unknown start date for "type 2 diabetes mellitus". The patient's height, weight and body mass index (bmi) were not reported. Allergy: allergy to penicillin, allergy to wasp stings current condition: type 2 diabetes mellitus (duration not reported), high blood pressure, pulmonary embolism, renal failure, cellulite of the lower limbs. Concomitant products included - actrapid(insulin human), novorapid(insulin aspart) 100 iu/ml treatment included - micardis(telmisartan), aldactone [spironolactone](spironolactone), burinex(bumetanide), bisoprolol, moxonidine, lipanthylnano(fenofibrate), atozet(atorvastatin calcium, ezetimibe), metformin, jardiance(empagliflozin), glucose on 04-nov-2023, patient had just put a new levemir cartridge in her novopen and the pen was blocked. Patient then pressed harder to inject the 36 selected units and the entire cartridge was emptied in one go. 300 units of levemir were injected at one time. The patient heard a loud click as everything came out at once. The injection took place at half past midnight and the patient presented at the hospital at 1 a.m. On (B)(6) 2023 with slight cold sweat and was put on a glucose drip until noon. It was reported that the patient had to be hospitalized from saturday night to last sunday following a malfunction of her novopen. On (B)(6) 2023, patient's blood glucose (blood glucose) level was 188 at 1:48 (unit not reported), 201 at 2:24 (unit not reported), 223 at 3:04(unit not reported), 200 at 3:57 (unit not reported),171 at 4:43 (unit not reported), 172 at 5:20 (unit not reported), 184 at 5:59 (unit not reported), 147 at 7:49 (unit not reported), no hypoglycemia was reported. Batch number of novopen 4: kvg1r64 batch number of levemir penfill: mr7gp26 action taken to levemir penfill was not reported. Action taken to novopen 4 was not reported the outcome for the event "slight cold sweat(cold sweat)" was not reported. The outcome for the event "pressed harder to inject the 36 selected units and the entire cartridge was emptied in one go - 300 units of levemir(incorrect dose administered by device)" was not reported. The outcome for the event "novopen was blocked(device blockage)" was not reported. Company comment: cold sweat is assessed as unlisted event according to the novo nordisk current ccds in levemir penfill. Relevant information on final diagnosis, treatment given, action taken with levemir and outcome of the events is unavailable for complete causality assessment. Elderly age of the patient is a risk factor for hyperglycaemia. Cold sweat could be related to blood glucose fluctuation, secondary to device malfunction. This single case report is not considered to change the current knowledge of the safety profile of levemir penfill.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Slight cold sweat [cold sweat]. Pressed harder to inject the 36 selected units and the entire cartridge was emptied in one go - 300 units of levemir [incorrect dose administered by device]. The bent stem of the pen is the result of a defective product [device defective]. Novopen was blocked [device occlusion]. Case description: this serious spontaneous case from belgium was reported by a nurse as "slight cold sweat(cold sweat)" beginning on (B)(6) 2023, "pressed harder to inject the 36 selected units and the entire cartridge was emptied in one go - 300 units of levemir(incorrect dose administered by device)" beginning on (B)(6) 2023, "the bent stem of the pen is the result of a defective product (device defective)" beginning on 04-nov-2023, "novopen was blocked(device blockage)" beginning on 04-nov-2023, and concerned a 77 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", levemir penfill (insulin detemir) from unknown start date for "type 2 diabetes mellitus", the patient's height, weight and body mass index (bmi) were not reported. On 04-nov-2023, patient had just put a new levemir cartridge in her novopen and the pen was blocked. Patient then pressed harder to inject the 36 selected units and the entire cartridge was emptied in one go. 300 units of levemir were injected at one time. The patient heard a loud click as everything came out at once. It was also reported that the bent stem of the novopen 4 was the result of a defective product. This was a new cartridge inserted into a novopen which does not allowed the selection of more than 60 units/injection. Accidental injection of 300 units of levemir leading to admission to the emergency room (hospitalized) and also overdose linked to defective pen (this error took place during administration self-management) on 05-nov-2023, patient got discharged from the hospital it was reported that from last 3 months patient did not change the treatment, did not experience the same medication error in the past. Product was delivered in its original packaging. Patient used the medication before and was well tolerated. On 05-nov-2023 the outcome for the event "slight cold sweat (cold sweat)" was recovered. On 04-nov-2023 the outcome for the event "pressed harder to inject the (B)(6) selected units and the entire cartridge was emptied in one go - 300 units of levemir (incorrect dose administered by device)" was recovered. The outcome for the event "the bent stem of the pen is the result of a defective product(device defective)" was not reported. The outcome for the event "novopen was blocked(device blockage)" was not reported. Since last submission the case has been updated with the following: - the bent stem of the pen is the result of a defective product updated as event. - event onset dates and hospitalization dates updated;causality for the events updated. - treatment drug glucagon added. - relevant device fields updated. - narrative updated along with the event related information. References included: reference type: (B)(4) company number. Reference ID#: be-novoprod-(B)(4). Reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2023-00161. Reference notes: medwatch 3500a MFR. Report number.

Event description:
Case description: investigation results: name: novopen 4 blue, batch number: kvg1r64 the device was returned with the cartridge from the case mounted. A visual examination of the returned product was performed. It was not possible to investigate the returned sample comprehensively due to the pen condition. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The piston rod has become bent, and the pen cannot operate in a normal manner. The fault was caused by accidental damage during use of the device. Name: levemir penfill, batch number: mr7gp26 a visual examination of the returned product was performed. Nothing abnormal was detected. Due to insufficient complaint sample material no delivery test was performed. Since the fault observed on the pen explains the users experience, no further investigations are initiated for the cartridge. During examination of the product, no irregularities related to the complaint were detected. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Since last submission the case has been updated with the following: investigation results updated. Annex b, c, d and g codes added. Narrative has been updated accordingly. Final manufacturer's comment: 15-dec-2023: the suspected device novopen 4 has been returned to novo nordisk for evaluation. Upon preliminary examination, it was found that piston rod has become bent, and the pen can not operate in a normal manner. The fault is caused by accidental damage during use of the device. The reported event of cold sweat could be related to blood glucose fluctuation, secondary to device malfunction. The user can detect the fault and, in the scenario, where the user is unable to return the piston rod and has no alternative method for administrating insulin there is a risk that he/she can experience transient hyperglycaemia and its complications. H3 continued: evaluation summary name: novopen 4 blue, batch number: kvg1r64. The device was returned with the cartridge from the case mounted. A visual examination of the returned product was performed. It was not possible to investigate the returned sample comprehensively due to the pen condition. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The piston rod has become bent, and the pen cannot operate in a normal manner. The fault was caused by accidental damage during use of the device.